Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported poor aspiration during the phaco portion of an eye surgery. The procedure was completed without harm to the patient. Additional information and product sample have been requested for this event.

Manufacturer narrative:
A device history record review of the reported lot shows that the order was built to specification. A sample has not been returned for this complaint; therefore, visual inspection and functional testing could not be performed. The sample is not available to be returned. The root cause of the customer's complaint could not be determined as a sample was not returned for investigation. (B)(4).